Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A simulated therapy was performed using the device with no issues noted related to the reported problem. The device's pneumatic system was checked and found to be within specification. A review of the event history log was performed and verified the reported condition as a system error 2042 alarm. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice machine experienced an unspecified system error. The step of setup or therapy during which this occurred is unknown. The patient switched to continuous ambulatory peritoneal dialysis following this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.